Event description:
The customer reported that the ventilator gave vent inop, motor fault. No pt involvement.

Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and confirmed that replacing the main pcba and turbine assembly fixed the reported issue. The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the MFR.